Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital for a blood transfusion due to gastrointestinal bleeding. The system controller log file reviewed by the manufacturer's technical services showed no unusual events. The device was functioning as expected. The patient was stable. No additional information was provided.